Manufacturer narrative:
System parameters, including quality control (qc) and system checks, were performing within assay and instrument specifications. The fse found that the pipettor was not properly aligned to the reagent carousel. Bec does not have information to determine how the pipettor became misaligned. The misalignment of the pipettor to the reagent carousel was the likely cause of the erroneously low bnp2 result.

Event description:
The customer reported obtaining an erroneously low brain natriuretic peptide (bnp2) result of 3 pg/ml, within the normal reference range for one patient, generated on the access 2 analyzer. This result was released out of the laboratory and was questioned by the patient's physician as it did not match the patient's historical result. No change to patient treatment was reported. The sample was repeated on the same analyzer and yielded a higher bnp2 result of 2876 pg/ml. This result matched the patient's historical result. The sample was collected in an edta plasma separator test tube. The customer confirmed that visually, the sample appeared normal without excess particulate. The sample was stored at room temperature, and centrifuged for 5 minutes at 3500 rpm. A beckman coulter field service engineer (fse) was dispatched to the site to evaluate the analyzer.